Event description:
It was reported that the customer's insulin had an error alarm several times and insulin was squirting out while priming. Advised that the insulin pump will be replaced and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed to loose drive support disk.